Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended with a stylet stuck in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information from an aicd warranty validation and lead registration form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017 for device upgrade and competitor lead explant due to advisory. This lead was not implanted due to a reported product performance issue (ppi). Boston scientific received additional information that the physician wanted to reposition the lead and the helix could not be retracted. According to the local representative, the helix would not affix to the tissue properly. Boston scientific received information from the field clinical representative (fcr) that this lead may not be returned to boston scientific for laboratory testing. Boston scientific received information that this lead was received at boston scientific's return product department on (B)(6) 2017.